Manufacturer narrative:
(B)(4).

Event description:
New information received stated the surgeon had to perform a wound revision during the surgery.

Manufacturer narrative:
The customer reported a corneal burn on the left eye (os). A completed questionnaire was returned for review. The following is a review of the returned questionnaire. This is a 60 year old female patient. The surgeon states that the wound required revision. The patient was confirmed to have hypertension, but no ocular conditions were noted. The surgeon confirmed the occlusion bell was heard and that the patient eye level was ¿below¿ the cassette level. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification (phaco) tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient experienced a thermal burn during a surgery. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).